Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was no longer using the purewick female external catheter because the wicks were causing discomfort and irritation. The patient also stated that it was either due to the wicks being too big or something that the wicks were made of. The patient had been using purewick products for one year. Per follow up information received on 13dec2021, it was reported that the rash and irritation were inside labia eventually caused the patient to stop using the system. The patient did not go to a doctor but used a prescription cream that dermatologist prescribed and did not know the name of the cream. The patient was healing and might try to use the system again.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable".it is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was no longer using the purewick female external catheter because the wicks were causing discomfort and irritation. The patient also stated that it was either due to the wicks being too big or something that the wicks were made of. The patient had been using purewick products for one year. Per follow up information received on 13dec2021, it was reported that the rash and irritation were inside labia eventually caused the patient to stop using the system. The patient did not go to a doctor but used a prescription cream that dermatologist prescribed and did not know the name of the cream. The patient was healing and might try to use the system again.